Event description:
It was reported that the programming tablet's usb serial adapter cable was defective. It was reported that the serial cable was used with a known good programming tablet and known good wand but was unable to interrogate a known good demo generator. The defective cable has been received for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned usb to db9 adapter cable confirmed an internal short of a data conductor to ground potential. X-ray analysis confirmed the electrical short. No other anomalies were identified.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the serial adapter cable passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.